Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04241. It was reported the pt was experiencing heating at the ipg pocket while using the charging system to recharge the ipg. The sjm representative met with the pt and provided the pt with a new charging system. It was reported the new charging system communicated with the ipg. Further follow up identified the heating issue was resolved with the replacement charging system.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.